Manufacturer narrative:
Follow-up submitted to report the customer performed the evaluation and would also perform repair. Customer performed evaluation.

Event description:
It was reported that the control plug was disconnected from the bed frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the control plug was disconnected from the bed frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.